Event description:
It was reported that the patient had an infection, and a wound that was open at the pump site with purulent discharge. Cultures from the device pocket and from blood were taken and were being processed. The patient was put on antibiotic treatment, and the onset of the infection was reported to be (B)(6) 2013. The patient was in the intensive care unit (ICU) with "withdrawal information on his chart." It was noted that the patient experienced increased spasticity and was quadriplegic. The pump and catheter were explanted. Additional information was provided that the patient had a drain that was removed from the pump site, and the patient was noted to still be in the medical intensive care unit (micu). The patient had received treatment for withdrawal with increased oral baclofen and clonazepam. The patient was improving slowly per the neurosurgeon. The pump was being used to deliver lioresal.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), explanted: (B)(6) 2013, product type catheter. (B)(4).